Event description:
It was reported that when attempting to place the lead into the apex, the lead would go into a high septal position. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.